Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and an infusion set bent cannula event. Blood glucose level was 400 mg/dl at the time of the event. Patient got treated with insulin injection and novorapid intravenous (IV). The duration of emergency room was for 12 hours. Patient was also found positive for moderate ketones level. Patient was released from the hospital on (B)(6) 2025. No further information available.